Event description:
The hcp reported that the pump was explanted and replaced due to "battery depletion". No patient symptoms were reported. The patient was receiving baclofen via the drug pump. A follow-up report will be sent if additional information becomes available.